Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general instrument or reagent problem could not be identified. This event occurred in (B)(6).

Event description:
The initial reporter received questionable troponin t hs stat results from the cobas e411 rack analyzer. The initial result was 22.87 pg/ml. The repeat result was 3.99 pg/ml. The result from another sample drawn from the patient two hours later was 2.86 pg/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 345888. The expiration date was 31-dec-2019.